Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure of the left ventricular lead, the stylet became stuck in the lead and could not be advanced and retracted. The lead was no longer used and replaced. No patient symptoms or additional information was reported.